Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported seeing the out of regulation (oor) message. An interrogation showed contact 5 with an impedance issue. All programs were utilizing contact 5. No known issues may have contributed to the issue. The impedance was programmed around and new programs were given.